Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they had an unexpected power loss on the insulin pump. The customer¿s blood glucose during the incident was unknown. No further details were given. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device had blank display due to cracked case at battery tube side. The cracked case at battery tube side shifted the battery tube out of position not allowing proper contact between the battery cap contact and battery tube. Unable to verify unexpected battery power loss alarm due to blank display. Unable to perform displacement test, self test, sleep current measurement test and active current measurement test.